Manufacturer narrative:
The na electrode expiration date was not provided. The c501 analyzer serial number was (B)(6) . Qc recovery was within the ranges on the day of the event. The calibration was last performed on 14-mar-2024 and was acceptable. The provided spin time might be shorter than recommended and the spin speed might be faster than recommended. The alarm trace showed intermittent ise noise errors on (B)(6) 2024 and showed no abnormalities on the day of the event. The field service engineer found that there was moisture in between the electrodes. He supported the customer over the phone walking them through cleaning the electrode chamber. Calibration and qc were then performed and they were successful. The cause was due to moisture in between the electrodes. The service/troubleshooting actions (cleaning the electrode chamber) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable ise results for 1 patient plasma sample tested on a cobas 6000 c501 analyzer when compared to a different cobas 6000 c501 analyzer. Results for the sodium (na) test were affected. Initial result: 132 mmol/l. 1st repeat result: 133 mmol/l. 2nd repeat result: 139 mmol/l (tested on another analyzer). The 2nd repeat result was deemed to be correct. Reportedly, the amended report with the correct result was issued.